Event description:
I had an essure placement at (B)(6). Progressively, my health has declined over the years. I am now (B)(6) and the pain, nausea, vomiting, headaches and illness is debilitating. I cannot go to work during menses. I cannot walk for fear of accidents and the pain does not dissipate even with heavy prescription medications.